Event description:
It was reported by the patient that the remote monitor had no power and the monitor does not respond when the start button is pressed. The batteries were replaced but this did not resolve the issue. A replacement monitor will be ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.